Event description:
It was reported that the insulin pump became unresponsive. The issue was not resolved with a change of the battery and battery cap. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage on keypad traces noted during visual inspection. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump has minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.